Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that patient accidentally disconnected both power sources. Audio alarm was not activated at all, only visible alarm was active. Patient collapsed but nurses fortunately noticed this quickly and reconnected power sources. It was stated that there was not any impact on healthy status of the patient and were no effects on the patient. It was further stated that the "(B)(6) performed other check that audio alarm is really not working and an elective controller exchange was performed and to the back-up controller." No additional information received.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event "no sound". The reported event could not be confirmed; the controller alarms were functional during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller performed as intended. No failure detected: the reported event could not be duplicated at bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.